Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)(4).

Event description:
During remote follow-up, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was noted. Technical support recommended reprogramming the device. The patient is stable.